Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump beeped 5 or 6 times a day and nothing was on the screen. The customer's blood glucose levels are unknown. Troubleshooting was performed and the customer changed the insulin pump's setting to vibrate. The insulin pump passed a self test. The customer was advised to monitor the beep anomaly. The product is not being returned. Nothing further was reported.